Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light source had a b30 error (scope communication error). Based on the results of the investigation, the probable cause is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light source had a b30 error (scope communication error). There were no reports of patient involvement.